Manufacturer narrative:
A ge representative evaluated the system and reseated cable connectors. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying connection and fluoroscopy errors. No pt injury was reported.